Event description:
Reporter indicated that a "lead problem" was noted during generator replacement surgery and that both the lead and generator were subsequently replaced. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Further follow-up revealed that device diagnostic testing prior to ncp system replacement resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The elective replacement indicator was yes, indicating that the generator had reached end of life. During the surgery, surgeon disconnected the pulse generator from the lead and connected a new generator to the existing lead. Device diagnostic testing with the new generator connected to the existing lead resulted in high lead impedance (dc-dc code 7), indicating possible lead malfunction. The new generator and existing lead were explanted and a new vns therapy system was then implanted. Device diagnostic testing with the new system was within normal limits, indicating proper device function. Neurologist indicated that the patient is doing well with the new vns therapy system. The bipolar lead was not returned with the pulse generator to manufacturer for analysis.